Event description:
There were 2 lesions being assessed. The mid lad that had a stent appeared to be satisfactory, angiographically. No ffr was measured here. The proximal lad (ostial lad) appeared questionable and hence an ffr was performed using the pressure wire certus. The lowest ffr reading for the ostial lad was 0.79. This lesion was stented and the sjm pressure wire was used to perform the plasty. Following angioplasty and stenting, while attempting to measure the ffr, the pressure wire trace could not be obtained. Connections and electrodes were checked and the physician tried to "equalize" the wire again even though there was no pressure wire trace. The wire was maneuvered in and out of the mid lad in the process of trying to "equalize" and the pt complained of chest pain. No flow was observed in the mid lad. A perforation was suspected and a stent was placed to repair the perforation. The pt was seen the next day and was doing fine.

Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm spec. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.